Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d2b (dqy; lit), h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon entry for compression allegedly does not work. It was further reported that balloon compression is ineffective, pulled out of the sheath and after the balloon out, the side of the proximal tip was found to have a small hole by the oozing. Reportedly, the balloon was removed by ultrasound-guided withdrawal of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon entry for compression allegedly does not work. It was further reported that balloon compression is ineffective, pulled out of the sheath and after the balloon out, the side of the proximal tip was found to have a small hole by the oozing. Reportedly, the balloon was removed by ultrasound-guided withdrawal of the balloon. The procedure was completed using another device. There was no reported patient injury.